Event description:
A patient's family member alleged that they took wrong amount of insulin based on the meter readings. Their meter allegedly was missing segments. The result on their meter was 15 mg/dl and 45 mg/dl (possible back-up meter). Patient did not have symptoms. The time difference between patient's meter and back-up meters were unknown. Treatment was insulin shot. Patient is on a sliding scale and may have taken the wrong amount of insulin based on the one touch profile meter readings. Meter was also reading low. No further information has been reported.